Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of hypotension, nausea and vomiting, volume depletion and hyponatremia. In consideration of the reported diagnoses, it can be assumed that the patient¿s symptoms are clinically significant in the diagnosis of fluid depletion (or hypovolemia) due to an unknown etiology. It is well established that pd patients are at high risk for fluid imbalance due to a number of factors that involve or exclude pd therapy. Though the root cause of the patient¿s fluid depletion and associated hospitalization were unknown, there was no indication this patient¿s adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Therefore, the liberty select cycler can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient utilizing the liberty select cycler was hospitalized and experienced an intolerance of the ¿liberty solution¿. No further details were provided in the initial reporting. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was confirmed the patient was hospitalized on (B)(6) 2025 with diagnoses of hypotension, orthostatic hypotension, nausea and vomiting, volume depletion and hyponatremia. It was affirmed that the patient was actively dialyzing at the time symptoms initially presented. The patient was able to undergo continuous cyclic pd (ccpd) therapy utilizing a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. It was confirmed that the patient¿s hospitalization was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was discharged on (B)(6) 2025 as they remain stable. The patient resumed pd therapy using the same liberty select cycler at home following the event; however, the patient was planning to transition to a baxter cycler.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. A simulated treatment with as-received settings and reduced dwell times was performed and completed without failures. The cycler underwent and passed a valve actuation test and a system air leak test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient utilizing the liberty select cycler was hospitalized and experienced an intolerance of the ¿liberty solution¿. No further details were provided in the initial reporting. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was confirmed the patient was hospitalized on (B)(6) 2025 with diagnoses of hypotension, orthostatic hypotension, nausea and vomiting, volume depletion and hyponatremia. It was affirmed that the patient was actively dialyzing at the time symptoms initially presented. The patient was able to undergo continuous cyclic pd (ccpd) therapy utilizing a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. It was confirmed that the patient¿s hospitalization was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was discharged on (B)(6) 2025 as they remain stable. The patient resumed pd therapy using the same liberty select cycler at home following the event; however, the patient was planning to transition to a baxter cycler.